Event description:
It was reported that on (B)(6) 2014, the surgeon performed an anterior lumbar interbody fusion (alif) surgery due to a non-union of a vertebral-tr spacer from a previous transforaminal lumbar interbody fusion (tlif) surgery, date unknown. Upon removal, the vertebral-tr spacer was noted to have a fracture. It is unknown if the fracture in the spacer occurred during high speed drilling during removal or if it existed prior to the alif surgery on (B)(6). The surgeon inserted a synfix spacer, placing the first two screws without incident. After rotating the handle of the synfix mini-open fixed handle aiming device, the surgeon attempted to loosen the handle but it was too tight, and the rubber handle of the guide was loose and just kept spinning. At the same time, the tip of the guide snapped while it was still in the spacer, while in the patient. The surgeon was able to replace the handle and the guide, and back the tip out with no retained pieces or fragments. The procedure was completed without incident. The surgeon then flipped the patient and replaced the matrix hardware from the initial tlif surgery. There was a surgical delay of 1 minute and the procedures were successfully completed without any harm to the patient. This is report 1 of 5 for (B)(4), specific to the synfix mini-open guide (03.802.205).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed on the returned device. As per received condition; the device was noted as being in good condition. There was no complaint reported with 03.802.205. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: (B)(4) manufactured the 15mm synfix mini-open fixed handle aiming device, p/n 03.802.205, lot # 5815890. The certificate of compliance (dated june 19, 2008) indicates the lot was manufactured and conformed to specifications, per the synthes drawing number 03.802.205, revision ¿d¿. The lot was inspected and conformed to the synthes inspection sheet # ns014558, revision ¿b¿. There were no complaint-related issues, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on june 27, 2008. The aiming device was manufactured to the synthes drawing number 03.802.203, revision ¿d¿, released on december 6, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.